Manufacturer narrative:
A philips remote service engineer (rse) reviewed the clinical audit logs and confirmed that the central station alarmed and worked as expected. Reporting institution phone # (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating the system failed to alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.